Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a trochanteric fixation nail which was implanted on (B)(6) 2014 to treat a pathological fracture broke at the position of the distal locking screw. There was no reported fracture to the patient¿s bone at the location of the reported nail break. Explant/revision surgery to remove the hardware was performed on december 12, 2014. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: visual inspection: no product problem identified. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. No product problem identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.